Event description:
Reportedly, a patient received about 17 inappropriate shocks after lvad implantation, which took place on (B)(6) 2023. After an analysis of the patient files and device interrogation, it was verified that the various shocks were delivered on emi, caused by the lvad controller when it was placed near the patient's armpit. The following re-programming were performed: - rv sensitivity from 0.4 mv to 0.8 mv, which was tested effective to filter the lvad controller noise during live test and from the autosensing histograms analysis - vf zone persistence programmed to the maximum value the patient had not yet been discharged after lvad implantation ¿ the reported events occurred during the hospitalization.

Manufacturer narrative:
Analysis synthesis: the review of provided data highlighted inappropriate shocks probably due to interferences with the lvad device. On (B)(6) 2023, there is suspicion of ventricular oversensing and episodes of ventricular oversensing have been recorded, 8 shocks have been delivered. The ventricular oversensing presents with low amplitude, is very regular and is probably due to electromagnetic interferences. These electromagnetic interferences are probably due to the lvad device. The device has been reprogrammed as explained in the sequence of events and on april 27, no warnings and no episodes are recorded: the new programming of the ventricular sensitivity seems to work properly. The increase of the vf persistence is an additional feature to delay the charge of the capacitors. Additional recommendations of re-programming are listed in the recommendations section to decrease the number of inappropriate shocks due to interferences with he lvad and also due to atrial fibrillation. The device worked as per specifications and no general malfunction is suspected on the device. This case is retained and utilized for trend purposes. Recommendations: in addition to the re-programming already done, additional programming recommendations to avoid inappropriate shock due to the lvad device are proposed: - vf persistence to 20 cycles additional programming recommendations are also added to avoid inappropriate shock due to atrial fibrillation: - slow vt rate changed from 130 bpm to 100 bpm: the ventricular rhythm would be seen more often as unstable and conclude for atrial fibrillation without delivering therapy; - replace parad+ dual chamber discrimination algorithm by a v+/accel single chamber discrimination algorithm; - long cycle decreased from 170 ms to 155 ms.

Event description:
Reportedly, a patient received about 17 inappropriate shocks after lvad implantation, which took place on (B)(6) 2023. After an analysis of the patient files and device interrogation, it was verified that the various shocks were delivered on emi, caused by the lvad controller when it was placed near the patient's armpit. The following re-programming were performed: - rv sensitivity from 0.4 mv to 0.8 mv, which was tested effective to filter the lvad controller noise during live test and from the autosensing histograms analysis - vf zone persistence programmed to the maximum value the reported events occurred during the hospitalization.